Event description:
The nurse reported there was no or poor phaco. The surgeon switched out the phaco handpiece, but the surgeon still felt the phaco was not working well. The nurse called the company technical support specialist (tss) to assist with troubleshooting. The tss had them tighten the tip, and the phaco action was better. The surgeon was concerned due to a 4+ dense cataract and decided to convert the case to an ecce. A posterior capsule tear occurred with an anterior vitrectomy performed. The pt was reported as "doing fine".

Manufacturer narrative:
The company service rep examined the sys and no problem was found. The sys primed, tuned, and passed testing upon arrival. The sys was then tested and met all product specifications. This report was mailed to FDA on: 10/16/2009.